Event description:
The reporter stated that the surgeon inserted a 19.0 se/2.0 diopter, aa4203tl single piece silicone lens with toric optic and the lens trailing haptic tore as it was being pushed through the injector. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound. No patient injury.